Event description:
Customer reports back to back testing on the advantage system with results of: 394mg/dl to 156mg/dl, 394mg/dl to 135mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.